Event description:
It was reported that the patient had their abbott stimulator replaced with a nevro device but I have to have the stim off because "it caused a lot of problems, my legs would go numb and then I would fall and it was not helping me at all anyway". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.